Event description:
It was reported that pericardial effusion occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure were performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. There was no effusion seen at baseline or post procedure. The patient was discharged on (B)(6) 2025. The patient returned two (2) weeks later complaining of chest pain and shortness of breath. A transthoracic echocardiography (tte) was performed, and no effusion was seen, so the patient was treated for possible pericarditis and was discharged. The patient returned to the hospital complaining of worsening symptoms, so another tte was performed, and an effusion was identified. Pericardiocentesis was performed and 700ccs of deep red blood were drained. The patient is expected to fully recover.

Manufacturer narrative:
B3 date of event: updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion occurred. A concomitant pulse field ablation (pfa) and left atrial appendage (laa) closure procedure were performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. There was no effusion seen at baseline or post procedure. The patient was discharged on (B)(6) 2025. The patient returned two (2) weeks later complaining of chest pain and shortness of breath. A transthoracic echocardiography (tte) was performed, and no effusion was seen, so the patient was treated for possible pericarditis and was discharged. The patient returned to the hospital complaining of worsening symptoms, so another tte was performed, and an effusion was identified. Pericardiocentesis was performed and 700ccs of deep red blood were drained. The patient is expected to fully recover. It was further reported that the event date was on 30-oct-2025.